Event description:
It was reported that the pt was experiencing an increase in seizures. The nurse thinks the pt may be a non-responder to vns, though this has not been confirmed. The nurse tried adjusting the settings to see if it helps the seizures. Attempts for further info have been unsuccessful to date.